Event description:
It was reported that during preparation for an ablation procedure using an intellanav mifi open-irrigated catheter to treat atrial flutter, the irrigation port was broken which prevented fluid from entering the catheter. The catheter was replaced with another intellanav mifi open-irrigated catheter. The second catheter also had a broken irrigation port. The second catheter was replaced and the procedure was completed with no patient complications. The catheters have been received by boston scientific for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected which revealed that the irrigation luer was torn off at the proximal, and narrowest, part of the adhesive joint used to secure the tubing to the luer fitting. Next, electrical tests were conducted on the catheter to check for shorts or electrical opens, none were found and the electrode resistances were within specifications. Then the catheter was put through functional testing which found that the steering knob and tension control knob functioned as expected with no abnormal resistance noted. Next, the tip of the catheter was compared to a curve template for a dimensional inspection; both the right and left curves failed to reach the expected curves of the template. There is no evidence this device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during preparation for an ablation procedure using an intellanav mifi open-irrigated catheter to treat atrial flutter, the irrigation port was broken which prevented fluid from entering the catheter. The catheter was replaced with another intellanav mifi open-irrigated catheter. The second catheter also had a broken irrigation port. The second catheter was replaced and the procedure was completed with no patient complications. The catheters have been received by boston scientific for analysis.